Event description:
Scissors broke where the blade meets the handle. On (B)(6) 2013, customer reports the device had a very clean break during an inguinal hernia repair when the doctor was dissecting tissue. No parts lost in wound. There was no harm to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.